Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set, with a maximum blood glucose of 339 mg/dl lasting approximately five hours; there were no infusion set leaks, no pump alarms indicating stopped insulin delivery, and the user was guided through an infusion set and site change with fingerstick verification. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, no assistance from others, and no use of backup therapy or ketone testing. Investigation included user troubleshooting and education performed by support. Investigation of this case revealed no abnormal findings at the prior infusion site and no device alarms to indicate an interruption in insulin delivery. It was concluded that the event was hyperglycemia with an unclear cause.